Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out unexpectedly. Additionally, it was reported that the customer experienced difficulty removing the cartridge. There was no impact to customer¿s blood glucose. The customer declined troubleshooting and follow up from tandem technical support. Customer reverted to an alternate pump for insulin therapy.